Event description:
It was reported that the facility has found leakage from perm cath below the suture wing. The catheter was removed and a new catheter was placed.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a final report will be submitted.